Event description:
It was reported that during a tonsillectomy procedure the physician was utilizing a coblator ii surgery system and an evac 70 xtra plasma wand. Intra-operative, the physician noted that the unit was "sluggish" and was not ablating as effectively as expected, a slight increase in intra-operative bleeding was also reported. The physician was required to use a suction bovie to help control the bleeding. The procedure was completed and no pt injuries were reported.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available. A lot number for the device was not provided, therefore, no date of MFR, date of expiration or device history record could be performed. Ref MFR report#: 9019871-2012-00511.